Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Thursday morning customer¿s meter couldn't read blood glucose value because it was over 600mg/dl, I could have been at 700mg/dl to 800mg/dl. Customer also had no delivery alarm and was resolved. Customer declined to troubleshoot for no delivery alarm. Insulin pump will not be returned for analysis.